Event description:
It was reported that at implant attempt two left ventricular leads could not be placed satisfactorily, using a lead delivery system. Neither lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.